Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was unable to be duplicated. The unit went through burn-in tests for 8 hours without an image problem and passed all leak tests. It was noted the focus ring was worn out and the label on rear cover was faded. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the camera on the 4k camera head would not turn on (causing no image). According to the customer, the event did not occur during a procedure or cause a delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (unable to power on/loss of image) was unable to be duplicated. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.